Event description:
It was reported that during shaping of the guide wire tip, the coils became damaged. No add'l info was provided. This MDR is being filed based on the analysis of the device, which revealed that the shaping ribbon of the guide wire was separated.